Event description:
The study reported in the primary total hip arthroplasty group 11 complications occurred, 2 of which were dislocation and underwent reoperation. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - head. B3: event date is the publication date of the article. G2: biniam b, bourget-murray j, beaulé p, kim p, gofton w, grammatopoulos g. Differences in perioperative outcomes between conversion total hip arthroplasty after previous proximal femur fracture and primary total hip arthroplasty. Arthroplast today. 2025 may 24;33:101715. Doi: 10.1016/j.artd.2025.101715. Pmid: 40510198; pmcid: pmc12159947. G2: foreign: canada. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. The complaint cannot be confirmed. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026. To address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.